Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several or pyxis have failed mini trays and accessible drawers. A field service engineer found that the mini drawer 1.5 clicked and failed to open. Profol bottles in pockets 1¿4 was too large, causing the drawer to stick. A pharmacy tech removed one bottle from each pocket and returned them to the pharmacy and verified drawer and recovered and can be accessed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es several or pyxis have failed mini trays and accessible drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.